Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant medical products: unknown knee all-poly tibial tray component; pfc sig cr npor fem rt sz 4n knee femur component; pfc*sigma/ov/dome pat 3peg, 38 knee patella component; unknown bone cement.

Event description:
Subject: (B)(6). Clinical adverse event received for disruption of the arthrotomy repair, status post right total knee, with patellar subluxation. Event is not serious and is considered moderate. Event is definitely not related to device and definitely related to procedure. Treatment includes irrigation and debridement with lateral release and repair of medial arthrotomy. Doi: (B)(6) 2018; doe: (B)(6) 2018; (right knee).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate